Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: on (B)(6) 2013, the pt had the mesh implanted. On (B)(6) 2014, the pt experienced a cutaneous fistula on the appendicectomy wound. The fistula is being treated with a dermatologic topic cream. The pt will continue dermatologic therapy for seven days, then come back for a follow up visit. According to the principal investigator, the relationship to the device is unk/impossible to determine.